Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 04.009.248s. Lot number: 9787809. Manufacturing site: (B)(4). Release to warehouse date: 26. Jan. 2016. Expiry date: 01. Jan. 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the surgery for femoral diaphyseal fractures by using the expert afn system. It was not reported how the surgery was completed. After the surgery, it was confirmed that nonunion had occurred with the patient. On (B)(6) 2020, re-operation was applied to the patient. No further information is available. This pc is related to (B)(4) reporting about the event that happened during re-operation. Concomitant devices reported: unknown screws: locking: trauma (part # unknown, lot # unknown, quantity # 3), end cap for a2fn (part # 04.009.000s, lot # l916825, quantity # 1), unknown nails: afn (part# unknown, lot# unknown, quantity 1), unknown end caps (part# unknown, lot# unknown, quantity 1). This report is for one (1) expert a2fn nail 9 r cann l340 tan ligh. This is report 1 of 2 for (B)(4).